Event description:
It was reported that this wire and sheath caused a perforation. No new lead and sheath was used. No additional adverse patient effects were reported.

Event description:
It was reported that this wire and sheath caused a perforation. No new lead and sheath was used. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the d2 field pro code (product code) from nvy to dqx.